Manufacturer narrative:
Weight, ethnicity: information unknown not provided. If implanted, give date: not applicable, as lens was removed during the same procedure. If explanted, give date: not applicable, as lens was removed during the same procedure. Initial reporter first name: unknown/ not provided. The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts were made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was inserted into a patient's right eye, the doctor found the patient's zonules to be weak/loose. There was a capsule tear after the lens was inserted and vitreous loss was noted. The lens was removed during the same procedure and a vitrectomy was performed. No replacement lens was inserted (the patient is aphakic). No further information was provided.